Event description:
Account contact reports: when the thumb or fingers were placed on top of the tray, air was noticed to escape from package. Packaging was checked and it was determined that the seal did not appear to be complete around the top of the package. There was no pt involvement.